Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. Insulin pump received with cracked display window, cracked case at display window corners, cracked reservoir tube lip.

Event description:
Customer reported via phone call that there was crack on the lower left glass after the device was dropped on the floor. Customer's blood glucose was 241 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.